Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial & medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower doors failed to open and made clicking sounds. A field service engineer (fse) inspected the station, unlocked the tower, and removed the latch column. The fse disconnected the latch harnesses from the controller boards, disconnected all connectors on the latches, tightened the connections, cleaned all mini switch terminals, reconnected the harnesses to the latches, and then reconnected the harnesses to the controller board. The fse reinserted the latch column and tested the system in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawers were failed to open and making clicking sounds. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower drawers were failed to open and making clicking sounds. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.